Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and vessel dissection occurred. While attempting to treat the left anterior descending (lad), the balloon which deployed the 3.00x16mm taxus express2 drug eluting stent "was unable to be removed. The vessel was cannulated deeply when effects were made to remove balloon. Patient ultimately had a dissection and was returned to special procedure for restenting." No further info was available.

Manufacturer narrative:
The complaint source confirmed that the product will not be returned. The manufacturing records for top assembly batch 7249610 have been reviewed and no issues or discrepancies were found. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.